Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/13/2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 87mg/dl compared to bg meter value of 38mg/dl. The patient stated that around 12am on saturday night (B)(6) 2017, he experienced a hypoglycemic event. The patient stated that he was waking up, however, he was falling in and out of consciousness. The patient's wife responded by giving the patient some juice. The patient was able to recover with juice alone, and no further assistance was needed. The patient stated that during that time, the cgm was reading 87mg/dl, and a fingerstick showed that he was about 38mg/dl. At time of contact the patient's condition was in better health. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.